Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was under the impression and had non-functioning antenna. Once the antenna was replaced the scs system function was resolved. The troubleshooting was unknown. The patient was supplied with the new antenna as the scs system function was restored. No further complications were reported.

Event description:
Additional information received from the patient stated that the patient is now feeling stimulation and provided the patient's weight at the time of the event. No new symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's weight was received. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain reported they had been seeing the 375 error code on the recharger for the past week. It was further reported the consumer hadn¿t had stimulation since (B)(6) 2016.